Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, g2, h6.

Event description:
Patient reported right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Patient reported right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.